Event description:
While preparing the device for clinical use the device displayed error code 10003. Error code 10003 (defib timeout) is accompanied by the system failure cycle power message/instruction and the device then halts operation. The customer used a different device. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.